Event description:
Pt underwent right total knee replacement previously. The patient continued to have pain and intermittent activity induced effusion. She then underwent knee aspiration of 20cc of clear fluid with some "floating bodies" which may be "polyethylene." No evidence of infection. Pathology evaluation revealed degenerative cells, possibly histiocytes with acellular debris of uncertain origin and significance. The md had spoken with the pathologist who thought it might represent polyethylene debris. Her sedimentation rate was 14. Her c-reactive protein was less than 5. Her cell count was 311 cells. Fluid appearance was cloudy, and the pt's pain and discomfort persisted. Right femoral and tibial polyethylene implants were subsequently revised. The patient tolerated the procedure well with no complications.